Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the drg system was explanted and replaced with scs system to address the issue. Reportedly, therapy was confirmed post op. Investigation was unable to determine which of the leads attributed to the issue.